Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that fluid leak occurred on the catheter's side port during preparation. The device was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device will not be returned as it was disposed by site.